Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, home patient woke up to the transfer set being disconnected from the patient line of the homechoice. Per the home patient, reconnected to the patient line after receiving the alarm. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, there was no patient injury or medical intervention associated with this incident.